Event description:
It was reported that a patient experienced pericardial effusion. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af) a farawave catheter was selected for use. The physician struggled to get into the right pulmonary veins. The physician withdrew the sheath and tried to do another transeptal but was having complications. In the end, the physician tried again with the faradrive sheath and managed to ablate with the catheter on the right side. After withdrawing the sheath out of left atrium, a small pericardial effusion was seen. The ablation had been taking place for four hours when the complication was observed and occurred after the farawave catheter was pulled out of the left atrium. After 20 minutes, the patient blood pressure dropped to 70mmhg and the physician decided to drain the blood. A drainage was left in the patient. The patient is expected to fully recover from the event. The patient hospital stay was extended in response to the complication. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
B5: describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced pericardial effusion. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af) a farawave catheter was selected for use. The physician struggled to get into the right pulmonary veins. The physician withdrew the sheath and tried to do another transeptal but was having complications. In the end, the physician tried again with the faradrive sheath and managed to ablate with the catheter on the right side. After withdrawing the sheath out of left atrium, a small pericardial effusion was seen. The ablation had been taking place for four hours when the complication was observed and occurred after the farawave catheter was pulled out of the left atrium. After 20 minutes, the patient blood pressure dropped to 70mmhg and the physician decided to drain the blood. A drainage was left in the patient. The patient is expected to fully recover from the event. The patient hospital stay was extended in response to the complication. The device is not expected to return as it was disposed. It was further reported that as of (B)(6) 2025, the patient was considered to be fine and stable. The procedure was completed before the complication occurred.